Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. Serial#: unknown, information not provided. Catalog#: a complete catalog number is unknown as the serial number was not provided. If explanted, give date: not applicable. Lens has not been explanted. Manufactured date: unknown, as serial number was not provided. Device evaluation: the product testing could not be performed as the lens remains implanted. The reported complaint could not be verified. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Conclusion: as a result due to the limited information available it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00, 23.5 diopter lens was implanted in the patient¿s left eye but the patient reported not being able to read at ¿arms length¿. She is still experiencing bursts which makes it difficult to drive at night. She took a driving test and she was not able to see thru the vernaculars as her vision was blurry with the lens. Reportedly, her intermediate and distance vision is fine. She can read at arms length but only bold letters. No further information was provided.